Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review could not performed as the device is more than 15 years old, and production records cannot be identified for devices that old. It is likely that the non-return type of the thermal fuse that is used has blown due to aging of the thermal fuse or overheating in the device. It is possible that the ventilation holes were blocked by other equipment or walls causing such overheating. The crack and damage to the outside of the device is likely by a strong impact, such as inflicting hard objects. Main lamp and spare lamp were probably removed by the user before sending the device for repair. Air supply is reduced due to a failure of the air pump unit. Worn output connector is caused by repeated use for a long period of time. The instructions for use includes the following statements: important information ¿ please read before use do not use a pointed or hard object to press the switches on the front panel. This may break the switches. To avoid breaking electric contacts and causing a malfunction: do not subject any connector to excessive force. The light source's ventilation grill and openings should be clear of ancillary equipment. Blockage can cause overheating and/or equipment damage.

Manufacturer narrative:
Relevant new information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: b3, g3, g6, h2, and h10. The event took place prior to a diagnostic flexible fiberoptic laparoscopy (ffl) procedure. There were no other devices involved in the event. There was no delay in the intended procedure. The intended procedure was completed using a karl storz 481c mini light source (endoscopy) device. The procedure was not started until a replacement light source was obtained as the device would not come on. There were no other devices replaced during the procedure. The connection was secure. The settings were found to be correct. The device was inspected. No damage or abnormalities were observed.

Manufacturer narrative:
Additional information for this event is not yet available. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device failed to turn on lamp and cooling fan due to faulty thermal fuse. In addition, found main lamp & spare lamp missing. The power switch at the front and ac inlet at the rear was damaged with cracks. Other incidental findings were air pressure low due to faulty air pump unit, air joint unit, connector socket and mount unit were worn out, front panel was damaged with crack, top cover, bottom chassis, rear cover had deformity. The rest of other functions tested ok.

Event description:
As reported for this event, the device had no power during an unknown procedure. There is no reported harm to the patient.